Event description:
It was reported that the right ventricular (rv) lead showed a significant reduction in r-wave sensing within five weeks of the implant procedure. The physician decided to replace the lead. At the replacement procedure the new rv lead had a raised edge on the proximal coil and would catch on the introducer. That lead was not used and another rv lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).